Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited shock impedances of greater than 125 ohms in the triad configuration. It was noted that there was no noise observed, and no inappropriate therapy. Boston scientific technical services (ts) suggested testing impedances in different vectors, which was done and shock impedances coil to can were 53 ohms, and coil to coil were greater than 125 ohms. It was questioned if there could be a proximal coil issue. Ts advised to test the system with 1.1 joule, and maximum energy shocks. It was noted that the patient was too ill to have these done. The physician suspected a set screw issue, and preferred to program the shock polarity with the proximal coil out of the configuration. Ts discussed that this would be off-label. No adverse patient effects were reported.

Event description:
Additional information was provided that the device was reprogrammed to can to coil configuration where the shock impedances were 50 ohms and stable. It was noted that there were no episodes of noise and the physician will continue to monitor the patient. The physician believed the issue to be due to a connection issue in the proximal pin/port. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.